Event description:
It was reported by service report that the brakes were not holding. It is unk if there was pt involvement as well as adverse consequences.

Manufacturer narrative:
Head and foot end brake crank assembly.